Event description:
During service, the baxter repair technician reported a failure code 810:04 on channel b. Although attempts were made, no information was available regarding whether or not any patient incident reports have been filed on this device, since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.